Event description:
Caller reported a malfunction on the pump, specifically a malf 16 error, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on several necessary steps: putting the old pump into storage mode, returning it to tandem using a pre-paid box and label, and programming the settings into the replacement pump. They also confirmed the caller's understanding of setting up the new device and connecting the cgm to the replacement pump. The replacement pump was sent to the customer, who will use multiple daily injections (mdi) as backup therapy during the transition.